Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Offsite analysis confirmed the reported charge time out (cto) and determined that it was due to an intermittent fault in the high voltage (hv) charging circuit. Although there was evidence to suspect a faulty integrated circuit charge field effect transistor (fet), the failure cleared prior to confirmation. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory indicated the battery voltage was high. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following implant, the cardiac resynchronization therapy defibrillator (crt-d) alerted and end of service (eos) due to a charge circuit timeout was observed. It was noted a charging circuit inactive message was also observed. The alert was cleared upon interrogation and a manual charge was attempted, however, another charge circuit timeout occurred. In addition, the battery voltage still indicated a "fresh battery." The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.